Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that per the indication for use section of the mitraclip system instructions for use, "the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. Based on the information reviewed the reported single leaflet device attachment/slda was likely due to the off-label use of the device used in the tricuspid valve. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr), with a tr grade of 5+. Imaging was challenging, due to the anatomy. The first clip was implanted successfully. To further reduce tr, a second clip was implanted. However, after deployment, the clip detached from the posterior leaflet and remained attached to the septal leaflet (slda). A cardioform plug was implanted to stabilize the slda clip. Two additional clips were implanted reducing tr to 1-2. The patient remained stable. There was no clinically significant delay during the procedure. No additional information was provided.